Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2026 after having cut his pd catheter (not a fresenius product) while removing some tape from the catheter lumen. The patient was reportedly diagnosed with peritonitis, and is being treated with antibiotics (drugs, dosages, durations, frequencies, routes not provided. Per the pdrn, the patient is recovering and doing well. Subsequent attempts to obtain additional clinical information were unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse event of peritonitis, which required antibiotic therapy. Causality was attributed to the patient accidentally cutting the pd catheter (not a fresenius product) while removing some tape from the catheter lumen. However, there was no indication a fresenius product(s) and/or device(s) malfunctioned or was deficient in any way. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Additionally, in up to 20% of all peritonitis cases no organism is identified, and diagnosis can only be made by performing a cytological examination of the pd fluid and physical symptoms. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the patient¿s fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturer specifications, as evidenced by the device¿s continued use.